Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false negative sars results on 2 symptomatic patients. The customer communicated the results were confirmed by another rapid antigen assay and a molecular assay.